Event description:
A customer reported a malfunction with their pump, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for future occurrences. The customer was advised to continue using the pump and to report any recurrence of the malfunction code.